Event description:
It was reported that an arteriotomy closure of the moderately calcified and mildly tortuous left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery. Reportedly, after retracting the plunger no suture was on the needle. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected, needle to cuff miss/suture retrieval issue was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.